Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they weren't able to charge their implant because when they tried, the wireless recharger would connect to the implant for about 5 minutes, but then the power light would go red, and then the recharger app on the handset would show "please contact your clinician for assistance, service code 1707.". During call, the wr connected to implant and recharger app showed a red battery with implant charging on excellent, then good recharge quality, then the wr would lose connection to implant and show the 1707 code. Pt said this had been going on for 2 weeks where they would try and try to charge and would be able to get up to 10% on the implant battery level but then would see the 1707 error message again. Pt said they had to apply pressure over the wr to maintain connection between implant and wr, wear the charging belt and lean on the implant to get implant to charge. Pt noted that the last time they charged their implant successfully was about a month ago. Pt said that their implant was not lying flat and felt different than it used, the implant felt different from the last time they charged. The patient said implant felt "rounded" (implant is a small, rectangular-shaped device). . The patient denied falls/trauma and didn't know why their was a change to the implant site. . Pt said . Ps reviewed information about MRI mode (and implant needing to be 30% charged for MRI).